Manufacturer narrative:
The analysis did show low residue in the handpiece, the bearings were gritty and runs out of spec. The back cap stuck in rubbing on internal parts and heating up due to dented heat. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. It contains also a note that the handpiece should not touch soft tissue during the treatment. Reported due to the 2 yr presumption rule.

Event description:
During a standard dental treatment, while working on tooth #18 and #19 the pt was burned on the tongue. The burn size is approximately 5 mm. Pt was given a healing gel that the office is distributor of. It is not a prescription gel.